Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional details were provided upon follow-up with the facility's biomedical technician and the facility administrator from the clinic, a nurse. The blood leak was reported to be external. Blood was observed dripping from the venous header of the device onto the floor within the first fifteen minutes of treatment. There were no alarms from the machine, a fresenius 2008k2. There was no visible damage or defect noted on the dialyzer. Fresenius bloodlines were also being used for the treatment. After the leak occurred, the treatment was paused. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) from what was in the circuit was 250-300 ml. The blood that leaked onto the floor was <10 ml. There was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The complaint device was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional details were provided upon follow-up with the facility's biomedical technician and the facility administrator from the clinic, a nurse. The blood leak was reported to be external. Blood was observed dripping from the venous header of the device onto the floor within the first fifteen minutes of treatment. There were no alarms from the machine, a fresenius 2008k2. There was no visible damage or defect noted on the dialyzer. Fresenius bloodlines were also being used for the treatment. After the leak occurred, the treatment was paused. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) from what was in the circuit was 250-300 ml. The blood that leaked onto the floor was <10 ml. There was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The complaint device was not available to be returned for evaluation as it was reportedly discarded.